Event description:
It was reported that the patient presented for a follow-up in clinic. Upon analysis, it was noted that the right ventricular lead exhibited unspecified oversensing and failure to capture. The lead was capped and replaced on (B)(6) 2022. The patient was discharged.